Event description:
It was reported to boston scientific corporation on october 1, 2009, that a securi-t replacement gastrostomy tube was used during a gastrostomy exchange procedure. According to the complainant, on (B)(6) 2009, a crack was noticed, on the internal bolster of the securi-t device when it was being exchanged with a new securi-t replacement gastrostomy tube. The new device was placed with no issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).